Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. A different ra lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. A different ra lead was successfully implanted. Additional information from the field indicated this lead had dislodged. No additional patient adverse effects were reported.